Event description:
On several occasions when inserting and removing the blood collection tube from the collection set, the rubber sheath on the "buttend" of the needle is not covering the needle (on the removal of the tube). This causes blood to spill out and an infection control issue is created. This is happening when connected to an angel wing butterfly set. The sheath staying up tends to occur on the removal of the second blood collection tube.